Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure it was noted that the stylet failed to advance into the right atrial (ra) lead due to blood getting on the stylet. The ra lead was removed and replaced. The patient had no adverse consequences.